Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have the conductor wire dislodged from the connector pin of the energy instrument identification board inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 60.13mm which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The instrument passed the energy delivery test when installed on the in-house system. Additionally, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument inspected prior to use and there was no damage. No fragment fell into the patient.

Event description:
Refer to h11 for follow-up information.